Event description:
A hospital in (B)(6) reported via a distributor that there were "white floating objects" inside of an mr290 autofeed humidification chamber. The hospital reported that there were no patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested further information from the customer regarding the use of the complaint chamber. This information will be used to aid in our investigation of this complaint. We will provide a follow-up report upon receipt of this information and completion of our investigation.